Event description:
It was reported that while using bd facsvia¿ flow cytometer leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. Was the leak fluid or air fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Dirt became noticeable in the background (meaning that there was a lot of noise), and an error occurred after cleaning. When ultrapure water was run, event / sec was always a single digit, but it was about 12 events / sec. After cleaning, when I try to flush the water, I get an error every time I press run. (I don't remember the details of the error). What we did: consumables replacement, solution cold protection, bottle cleaning, extended clean of flow cell, restart. I'm in the middle of restarting, but a lot of bubbles are flowing in the red tube that flows into the waste liquid bottle. We confirmed as follows. Is there a problem with the harness connection? No liquid leakage. The lock is also firmly locked. I haven't removed the harness this time. Is the waste liquid flowing? It is flowing. Is there any air bubbles inside after opening the red lid of the main body? The connection between the waste liquid side pump tube and the red tube is wet. There was some liquid leakage from there. Perhaps the connection was loose when replacing the consumables. I reconnected it tightly, and after the startup was complete, I asked for another reboot to remove air bubbles. There was a lot of noise and I got an error after cleaning. I don't remember what the error was.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). ¿ problem statement: customer reported complaint regarding leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02jun2021 to date 02jun2022. ¿ complaint trend: there are 4 complaints related to the issue of leakage of biohazard; pr# (B)(4). Date range from 02jun2021 to date 02jun2022. ¿ manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leak was due to a loose connection from when the customer replaced the consumables. The customer observed dirt in the background (a lot of noise), and an error after cleaning. They get an error every time they try to flush the water after cleaning. They do not recollect the details of the error. They proceeded to do the following: consumables replacement, solution cold protection, bottle cleaning, extended clean of flow cell and restart. During the process of restarting, they noticed that a lot of bubbles are flowing in the red tube that flowed into the waste liquid bottle. During correspondence with bd technical representative, the customer confirmed that they did not remove the harness, the waste liquid is flowing, and that the connection between the waste liquid side pump and the red tube is wet. The customer noted that perhaps the connection had been loose from when they replaced the consumables and that there was some liquid leakage from there. After reconnecting tightly and after a startup, the technical representative asked for another reboot to remove air bubbles. The instrument is now performing as expected. No return sample was requested because no parts were replaced for this case. The customer or bd personnel did not come into physical contact with the fluid. Proper quality control, data acquisition and troubleshooting instructions can be found in the bd facsvia system instructions for use manual 23-14662-00 rev. 1/vers. A, starting on pages 55, 75 and 137. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 20jan2020. Defective part number: n/a. Subject / reported: there was a lot of noise and I got an error after cleaning. Problem description: there was a lot of noise and I got an error after cleaning I don't remember what the error was. Case comments : ((B)(6) 2022 6:34 pm) there was a lot of noise and I got an error after cleaning I don't remember what the error was. ((B)(6) 2022 6:42 pm) [phenomenon] dirt became noticeable in the background (meaning that there was a lot of noise), and an error occurred after cleaning. When ultrapure water was run, event / sec was always a single digit, but it was about 12 events / sec. After cleaning, when I try to flush the water, I get an error every time I press run. (I don't remember the details of the error) what we did: consumables replacement, solution cold protection, bottle cleaning, extended clean of flow cell, restart I'm in the middle of restarting, but a lot of bubbles are flowing in the red tube that flows into the waste liquid bottle. [Correspondence] we confirmed as follows. · is there a problem with the harness connection? ¿ no liquid leakage. The lock is also firmly locked. I haven't removed the harness this time. · is the waste liquid flowing? ¿ it is flowing. · is there any air bubbles inside after opening the red lid of the main body? ¿ the connection between the waste liquid side pump tube and the red tube is wet. There was some liquid leakage from there. Perhaps the connection was loose when replacing the consumables. I reconnected it tightly, and after the startup was complete, I asked for another reboot to remove air bubbles. [Result] if the phenomenon is not improved, the user will contact bd again. ((B)(6) 2022 8:33 pm) there is no contact from the user. Close. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000176773ra, vers. D, facsvia,clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? ID: 2.1.1. Hazard: exposure to biohazardous material during preventative maintenance. Cause: user spills liquid from the waste bottle while attempting to empty the waste bottle. Harmful effects: exposure to bio hazardous material. Risk control: - pcyt-648 ¿ labeling biohazard. - pcyt-2908 ¿ labeling waste bottle biohazard. - sy-3126 ¿ safety ¿ biohazard. - user will apply the universal precaution - instructions for use guide - chapter on maintenance. - wear suitable ppe ¿ biological safety ¿ safety and limitations guide. Implementation verification: - mpi 7100279 ¿ mpi, assy., case, c6. - 23-14661-00 bd facsvia¿ safety and limitations. - drawing ¿ 659605- assy, 2000ml bottle facsvia waste . - see pcyt-648. - 23-14662-00 bd facsvia¿ instructions for use. Effectiveness verification: - same as implementation verification. Probability: 2. Severity: 4. Risk index: 8. Residual risk evaluation: afap. New hazards: none. The customer did not come in contact with the leakage so there was no risk of injury. Mitigation(s) sufficient yes or no? Root cause: based on the investigation results the root cause of the leak was due to a loose connection from when the customer replaced the consumables. ¿ conclusion: based on the investigation results, the root cause of the leak was due to a loose connection from when the customer replaced the consumables. After correspondence with bd technical representative, the customer reconnected it tightly and after another startup and reboot, this issue was resolved. The instrument is working as expected. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that while using bd facsvia¿ flow cytometer leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. Dirt became noticeable in the background (meaning that there was a lot of noise), and an error occurred after cleaning. When ultrapure water was run, event / sec was always a single digit, but it was about 12 events / sec. After cleaning, when I try to flush the water, I get an error every time I press run. (I don't remember the details of the error) what we did: consumables replacement, solution cold protection, bottle cleaning, extended clean of flow cell, restart I'm in the middle of restarting, but a lot of bubbles are flowing in the red tube that flows into the waste liquid bottle. We confirmed as follows. · is there a problem with the harness connection? No liquid leakage. The lock is also firmly locked. I haven't removed the harness this time. · is the waste liquid flowing? It is flowing. · is there any air bubbles inside after opening the red lid of the main body? The connection between the waste liquid side pump tube and the red tube is wet. There was some liquid leakage from there. Perhaps the connection was loose when replacing the consumables. I reconnected it tightly, and after the startup was complete, I asked for another reboot to remove air bubbles. There was a lot of noise and I got an error after cleaning I don't remember what the error was."